Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that both leads were fractured and patient underwent surgical intervention wherein, both leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-31117. It was reported that patient experienced ineffective therapy. Reportedly, patient fell at a water park. System diagnostics recorded high impedance and both leads had migrated. Surgical intervention may take place to address the issue.